Event description:
Complaint submitted through clinical literature search review. Limited information provided and it is unlikely further information surrounding the patient or event will be provided. The product part of the clinical literature search review is osseoguard. No lot number or item number was specified. The patient experienced persistent granulation tissue within socket 6 weeks after extraction. This single complaint was reported with multiple events. Title of the article: almazrooa, s. A., noonan, v., & woo, s.-b. (2014). Resorbable collagen membranes: histopathologic features. Oral surgery, oral medicine, oral pathology, and oral radiology, 118(2), 236-240. The study by almazrooa, noonan, and woo (2014) examined unexpected histopathologic findings in six cases where resorbable collagen membranes (rcms) persisted longer than anticipated after oral surgical procedures. The background emphasized that rcms are designed to degrade within weeks and support healing without provoking immune responses.